Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has passed away. There is no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
All information from the follow-up report #2518422-2024-01087-1 has been updated to this report. The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was reported as part of recall actions with no initial complaint on the device. The manufacturer received information alleging patient has passed away. There is no allegation that the device contributed to the death. Correction to previous report that this device was part of the recall. After evaluation, no particle allegation, no mention of recall, no service evaluation of particle degradation has been determined to have occurred and should be filed as adverse event only. Hence, this section: describe event or problem (b5), adverse event/product problem, type of reported complaint, health impact, remedial action init(h7) and recall (z) number(h8) have been updated.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was reported as part of recall actions with no initial complaint on the device. The manufacturer received information alleging patient has passed away. There is no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has passed away. There is no allegation that the device contributed to the death. Correction to previous report that this device was part of the recall. After evaluation, no particle allegation, no mention of recall, no service evaluation of particle degradation has been determined to have occurred and should be filed as adverse event only. Hence, this section: adverse event/product problem, type of reported complaint, health impact, remedial action init(h7) and recall (z) number(h8) have been updated.

Manufacturer narrative:
In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer received information alleging patient has passed away. There is no allegation that the device contributed to the death. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.